Event description:
It was reported that thrombosis occurred. The target lesion was located in the left main (lm) to left anterior descending (lad) arteries. A 3.00 x 28 mm synergy xd and 3.00 x 38 mm synergy xd were deployed. A third stent was opened, but before the physician could advance the stent, thrombosis occurred in the lad resulting in no flow. An antithrombotic bolus dose was provided and cardiopulmonary resuscitation was performed. The patient died on the table. The cause of death was noted as no flow in the lad.